Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that air was noticed in three (3) homechoice cassette without an alarm during peritoneal dialysis therapy. This event occurred during setup. The solution bag would inflate like a balloon, but there was no leak involved. The renal technical service agent advised the patient to start therapy over with all new supplies and reviewed the proper setup procedures per the user manual. There was no patient injury or medical intervention associated with this event. No additional information is available.